Manufacturer narrative:
As reported, during a long segmental entrapment of the internal carotid artery, expected to put in three 8mm '40mm precise pro rx self-expanding stents (ses). The pathway had been fully established and the stents completely flushed. After the stents were in place, it was difficult to release them, the delivery rods could not be retracted. The stents could only be withdrawn after several attempts. Outside the patient's body, it was found that the delivery sheath was broken near the stent's rapid exchange port. The same breakage was observed when the 2nd bar was continued. The third stent successfully covered the lesion. There was no reported injury to the patient. The devices were prepped in the tray, and the tuohy borst valve was in the closed position when received. When removed from the tray, the stents remained constrained within the outer member/sheath. A stopcock was connected to the y-connector of the tuohy borst valve, and there were no difficulties encountered while flushing the stopcocks or any stent delivery systems (sds). The intended procedure was carotid artery dissection. The lesion was not located at the carotid bifurcation. The target lesion vessel had a diameter of 7mm, and the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 8cm, with a stenosis of 50%. The lesion was not calcified, but the vessel was mildly tortuous. The sds's did not pass through any acute bends, and there were no difficulties or resistance encountered while advancing or tracking the sds towards the lesion. No unusual force was used during the procedure, and there was no thrombus present at the lesion site. The lesion was not pre-dilated. There were no issues while crossing the lesion with either device. The sds did not have to pass through any previously placed stent. The user maintained a fixed inner shaft position during deployment, and no unusual force was applied during the stent deployment. The device was returned for evaluation. A non-sterile ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. A thorough inspection was performed on the unit, observing the following conditions: the device was not deployed, and the stent is properly mounted in the manufacturing position. The device exhibited an outer sheath separation that exposed the braid wire of the rx port, located approximately 21 cm from the distal tip. One kink was observed approximately 26 cm from the proximal end, and a second kink was observed approximately 6 cm from the distal tip. The hemostasis valve was returned tightly closed. No other outstanding details were observed. Dimensional analysis was performed to verify the correct outer diameter (od) and inner diameter (ID) of the outer sheath. Measurements taken near the separation were found to be within specification. Functional analysis was conducted to determine if the stent could be deployed as expected. The hemostasis valve was unlocked, and the stent deployment test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. However, due to the severe kinked condition between the stop and the stent, the hypotube did not travel toward the distal tip as expected. Therefore, the stent could not be deployed. The separated area was evaluated with a vision system, revealing that the separated area exposing the braid wire showed evidence of elongations on both edges. These elongations are commonly associated with separations caused by material tensile overload. It is assumed that the device was subjected to a tensile force that exceeded the material yield strength prior to the separation. The kinked area located on the pod was inspected with a vision system, showing that the damage is located between the stop that pushes the stent and the proximal edge of the stent. This condition prevents the stop from applying force to the stent to deploy it. Several cuts were made along the device to verify that the polyamide had not fused to the inner shaft. The inner shaft was observed to slide freely within the lumen, and no anomalies were found. The reported ¿deployment difficulty¿ and ¿outer sheath¿ separated conditions were observed during analysis of the returned devices. However, the exact causes of the events cannot be conclusively determined. The devices were returned with the stent in the manufacturing position as expected and several kinked conditions were observed along both devices. During analysis, it was noted the kink impeded the stent inside the delivery system and the stent could not be properly deployed. The separated area was evaluated using a vision system, which revealed elongations on both edges and subsequent findings of an ¿inner shaft ¿ exposed braidewire/corewire¿ suggesting material tensile overload. Based on the information available for review, the devices were induced to events that exceeded their material yield strength prior to the separations noted. Procedural and/or handling factors were likely contributing factors as evidenced by the analysis of the returned devices. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during a long segmental entrapment of the internal carotid artery, expected to put in three 8mm*40mm precise pro rx self-expanding stents (ses). The pathway had been fully established and the stents completely flushed. After the stents were in place, it was difficult to release them, the delivery rods could not be retracted. The stents could only be withdrawn after several attempts. Outside the patient's body, it was found that the delivery sheath was broken near the stent's rapid exchange port. The same breakage was observed when the 2nd bar was continued. The third stent successfully covered the lesion. There was no reported injury to the patient. The devices were prepped in the tray, and the tuohy borst valve was in the closed position when received. When removed from the tray, the stents remained constrained within the outer member/sheath. A stopcock was connected to the y-connector of the tuohy borst valve, and there were no difficulties encountered while flushing the stopcocks or any stent delivery systems (sds). The intended procedure was carotid artery dissection. The lesion was not located at the carotid bifurcation. The target lesion vessel had a diameter of 7mm, and the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 8cm, with a stenosis of 50%. The lesion was not calcified, but the vessel was mildly tortuous. The sds's did not pass through any acute bends, and there were no difficulties or resistance encountered while advancing or tracking the sds towards the lesion. No unusual force was used during the procedure, and there was no thrombus present at the lesion site. The lesion was not pre-dilated. There were no issues while crossing the lesion with either device. The sds did not have to pass through any previously placed stent. The user maintained a fixed inner shaft position during deployment, and no unusual force was applied during the stent deployment. The devices will be returned for evaluation.